Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 22 apr 2017 arjohuntleigh received a customer complaint where it was reported that during a patient transfer from bed to arjohuntleigh bathing trolley with the assistance of two supporting caregivers the shower trolley wheels (which were reported to be locked at the beginning of the resident transfer) were reported to be loose, not keeping its locked position. As a consequence of that, the trolley moved and a patient fell between the two devices. As on outcome of the incident a patient and a caregiver suffered an injury. Unfortunately the results of the x-ray performed for a patient were not released to us due to private ordinance. Further details about possible medical heath consequences for a patient and a caregiver remain unknown. Upon the device inspection conducted by arjohuntleigh representative the castor was found to be covered over with rust and dirt. The inspection revealed that the castors could not lock properly, when locking plate was pressed, it would release when the force was applied on the trolley. According to the technician who performed an evaluation, it was possible that the trolley would move when the locking mechanism was applied. No dents or scratches were identified. Also, mattress was found in food condition. It was stated that user manual was available to the user and that the device is under ajohuntleigh service contract. It needs to be emphasize that concerto/basic shower trolley is intended for bathing and showering hospital or care facility residents under the supervision of trained skilled nursing staff. The product is equipped with 4 castors from which every wheel has a braking mechanism to separately lock the device movement. The instruction for use delivered together with the device (IFU no. 04.ba.05/12gb dated on january 2017) in a detailed way describes how to safely transfer the resident onto or from the device. The following is included: 1. "Warning: to avoid falling during transfer, always make sure that the brakes are applied on all equipment being used." 2. Step by step guide with supporting pictures describing resident transfer onto and from the device with use of several of additional equipment (e.g. Sliding sheet, bed etc.). 3. Preventive maintenance schedule presented in a chart for better visibility, according to which castors shall be checked and cleaned every week. As per IFU castors shall be cleaned with water as "the function can be affected by soap, hair, dust and chemicals from floor cleaning". In the complaint at hand the allegation was that the trolley moved and that one of two brakes, initially reported as locked, was found loose. Device inspection revealed rust and dirt inside the castor. Taking that into account it can be stated that there are several factors that might lead to the reported incident: only two brakes out of four available were locked (IFU indicates that all brakes shall be locked when attempting to transfer a patient), dirt and rust found on the castors ( IFU states that castors functionality can be affected by dust, chemicals from the floor cleaning and other dirt found at the facility site, therefore castors shall be checked and cleaned every week). From the information collected to date, it seems that the failure to follow safety instructions and recommendation included in the device instruction for use in regards to regular castor verification and applying all brakes on the trolley, was the cause of the event occurrence. In summary, the complaint was decided to be reportable as the patient fell from the shower trolley. The device was being used for patient care at the time of the incident. Upon the conducted investigation and shower trolley inspection done by the arjohuntleigh representative, we were able to determine that the user not following safety instructions and recommendations provided in product instruction for use was the cause of the event occurrence. At the time the event occurred the device was not working up to its specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received a customer complaint where it was reported that during transferring a patient by two supporting staff from bed to bathing trolley, it was found that one out of two initially locked wheels was loose and a patient fell between the two devices.